Event description:
It was reported that the patient was receiving multiple IV infusions with an inotropic medication, when the rn noticed the tubing set was leaking from the drip chamber. The rn exchanged the tubing set while noting that the patient experienced a slight change in blood pressure that recovered when the rn titrated the medication.

Manufacturer narrative:
The customer report that the tubing set leaked from the drip chamber was confirmed. Visual inspection of the as-received set sample observed that drip chamber spike was slightly bent to one side due to a crack and slight separation at the base of the spike. Although the damage was observed, the set sample was re-primed. Fluid immediately leaked from the damaged/separated area during functional testing. There were no other obvious damages or issues observed on the drip chamber or on the rest of the set. The cause of the leak was due to a damaged drip chamber spike caused by an external impulse/impact force. The root cause of the force was not identified.

Manufacturer narrative:
Supplemental created to: revised short description and description. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis; cardiac arrest.

Event description:
It was reported that the patient was receiving multiple IV infusions with an inotropic medication, when the rn noticed the tubing set was leaking from the drip chamber air vent. The rn exchanged the tubing set while noting that the patient experienced a slight change in blood pressure that recovered when the rn titrated the medication.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the patient was receiving multiple IV infusions with an inotropic medication when the nurse noticed that the tubing set port was leaking. The nurse exchanged the tubing set while noting that the patient experienced a slight change in the patient's blood pressure that recovered when the nurse titrated the medication.